Event description:
Pt admitted on 9/17/93 for scheduled bilateral capsulotomies and bilateral implant exchange. Info regarding implants removed unknown, except that they were silicone. The right gel implant was intact, not ruptured. Implant ruptured on removal. No free gel. Implant was sticky. Left implant intact, not ruptured. Although sticky, no free gel. Exchanged with saline filled breast prosthesis by another co's lot# 83076; cat# 350-1640.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.